Event description:
The customer stated that elevated ca19-9 results were generated. Discrepancies were seen between the non-dilution test and the auto-dilution test for a patient sample. On (B)(6) 2014 an initial result of 109 u/ml was generated and the auto dilution retest result was 32.5 u/ml. Subsequent testing a month later generated an initial result of 150 u/ml and an auto dilution retest result of 40 u/ml. The sample from (B)(6) was sent to a reference lab and a result of 116.33 u/ml was generated. Neuraminidase testing generated a lower result of 9.09 u/ml and when a nonspecific binding absorption test was performed, a significant value decrease was observed with ca 19-9 antibody, anti-human igm antibody and heterophil antibody blocking reagent. There was no report of impact to patient management.

Manufacturer narrative:
No patient sample was available for investigation. In addition the lot number of the reagent was unknown. Because the lot number was unknown historic accuracy testing of a representative lot (30042m500) was reviewed to demonstrate acceptable assay performance. The testing met acceptance criteria. In addition to the accuracy testing, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not changed over time and concluded that the reagent lots included in the analysis read patient results consistently. Customer complaint data was reviewed and no adverse trends were identified. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.